Event description:
It was reported that the patient had stenosis at the proximal portion of the lateral vein. The physician was unable to pass the lead through the stenosis. The lead was not implanted and the bi-ventricular upgrade was aborted. The patient is not pacemaker dependent. Information identified in the manufacturer's database noted the patient died less than a week after the reported event. Cause of death is being requested.

Manufacturer narrative:
The initial reported event was received on 28/oct/2010. Of note, the reportable malfunction is normally submitted via bimonthly med watch report submission that should have been submitted on 10/dec/2010. Information was subsequently received on 24/nov/2010 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary findings revealed no anomalies. Results also revealed all conductors had blood/body fluid (not obstructed). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had stenosis at the proximal portion of the lateral vein. The physician was unable to pass the lead through the stenosis. The lead was not implanted and the bi-ventricular upgrade was aborted. The patient is not pacemaker dependent. Information identified in the manufacturer's database noted the patient died less than a week after the reported event. Cause of death is being requested.

Manufacturer narrative:
Follow up later revealed that repeat echocardiograms's showed reaccumulation of effusions despite continuous drainage. Emergency sternotomy was performed to control bleeding but patient did not do well post-surgery and developed hypotension that did not improve despite vasopressors and blood products. The family decided that patient would not want aggressive therapy and subsequently opted for palliative care. The implantable cardiac defibrillator was turned off, the patient was extubated and the died rapidly with no signs of distress. The initial reported event was received on (B)(6) 2010. Of note, the reportable malfunction is normally submitted via bimonthly med watch report submission that should have been submitted on (B)(6) 2010. Information was subsequently received on (B)(6) 2010 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary findings revealed no anomalies. Results also revealed all conductors had blood/body fluid (not obstructed). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.